Event description:
There was air coming from the valve of the sheath. The procedure was completed with no patient adverse event.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. Visual inspection showed the flexcath shaft was intact with no apparent issues. The reported issue has been confirmed through testing; air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.